Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to connectors p11 and p12 into the power pcb assembly were not completely connected and snapped in.  Once these connections were confirmed to be properly connection, proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device was intermittently not powering on immediately after being powered off.  There was no report of any patient use associated with the reported issue.